Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty fitting a usb cable into the pump usb port to charge the pump. On the day of the call the customer was unable to fit a charging cable into the usb port at all. Subsequently, the customer was unable to charge the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.